Event description:
The manufacturer rec'd info alleging a technician rec'd a shock from an everflo oxygen concentrator while it was being serviced. No medical intervention was required. The device has yet to be evaluated by the manufacturer. A f/up report will be submitted when the investigation is complete.